Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "a case of acute dorsal pancreatitis caused by ablation of duodenal hemorrhagic lesions in a case with complete pancreatic duct union failure." [Literature summary] female patient had black stools about 2 weeks before the visit. Upper gastrointestinal endoscopy at hospital revealed an outflow bleed in the descending limb of the duodenum, and cauterization hemostasis was performed. Abdominal pain appeared the next day, and serum amylase 2194u/l was markedly elevated. Contrast-enhanced computed tomography revealed pancreatic enlargement confined to the dorsal pancreas with surrounding fluid collection and fat tissue opacification. In addition, the pancreatic duct obstruction by cauterizing the hemorrhagic lesion in the vicinity of the accessory nipple in the case with the perfect pancreatic duct nonunion was considered to be the crisis mechanism of acute dorsal pancreatitis in this case, because the pancreatic duct dilatation opinion limited to the dorsal pancreatic duct was recognized. Afterwards, the pancreatitis was improved by the conservative treatment by fasting fluid replacement, protease inhibitor and antimicrobial agent. Later, mrcp confirmed the separation of the dorsal and ventral pancreatic ducts, and a final diagnosis of complete pancreatic duct nonunion was made. [Type of adverse events / number of patients] acute dorsal pancreatitis. Since the literature described "hemostatic forceps", we selected "fd-410lr" as a representative product.

Manufacturer narrative:
Additional information has been received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information on 20-jun-2022: an olympus device did not cause or contribute to any of the patient adverse events. There was no olympus device malfunction during any procedure.